Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
New motor is veering to the left and running slow.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, not able to duplicate issue. Tested on cmt. Dba, amps, rpm's in range. Operated properly during bench test. Unable to test under load. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, not able to duplicate issue. Tested on cmt. Dba, amps, rpm's in range. Operated properly during bench test. Unable to test under load. New motor is veering to the left and running slow.